Manufacturer narrative:
(B)(4). The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The customer returned one guide wire assembly and an introducer needle for analysis. It was observed that the guide wire was returned inserted through the introducer needle. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the guide wire was kinked directly at the location where the guide wire meets the proximal opening of the needle hub. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. After meeting resistance inside the cannula, further analysis revealed a build-up of congealed biological material on the portion of the guide wire located within the cannula. This biomaterial likely caused the resistance between the two components. The kink on the guide wire measured 248mm from the proximal weld. The guide wire total length measured 458mm, which was within the specification limits of 450mm-458mm per the guide wire product drawing. The kink location and the guide wire total length were measured via calibrated ruler. The guide wire outer diameter measured 0.803mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The cannula inner diameter measured 0.041" via calibrated pin gauge, which was within the specification limits of 0.041"-0.043" per the cannula product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Undue force was required to remove the guide wire from the needle cannula. Once removed, large quantities of biological material were observed on the portion of the guide wire located inside the cannula. This biomaterial was removed, and the guide wire was inserted a second time. The guide wire passed with little to no resistance indicating that the biomaterial was the cause of the initial resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed with no relevant findings. Based on the customer report that the defect was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. The additional information on 04aug2023 reported that a second cvc set, and introducer needle was used for the second puncture. The venous access was confirmed with the second puncture and the right internal jugular was used as the insertion site.

Event description:
It was reported "insertion of cvc at the internal right jugular before an extracorporeal circulation, swg (spring wire guide) advancing in the needle after punction, impossible to proceed, swg is stuck in the needle." A small hematoma appeared at the jugular site and a second puncture was needed to insert the cvc. No medical intervention was required. It was reported "the patient is fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "insertion of cvc at the internal right jugular before an extracorporeal circulation, swg (spring wire guide) advancing in the needle after punction, impossible to proceed, swg is stuck in the needle." A small hematoma appeared at the jugular site and a second puncture was needed to insert the cvc. No medical intervention was required. It was reported "the patient is fine".